Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. Device investigation summary: upon receipt by mentor, the device returned without fluid. Red, brown and white material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, red and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with unknown saline breast prostheses. Deflation of the right breast prosthesis was determined. As a result, the patient was scheduled for removal on (B)(6) 2018.